Manufacturer narrative:
The field engineer received the exchanged part. The unit transfer licenses and configuration was done, the inspection and the recommended manufacture t&v test passed. Consumed parts ordered is ((B)(4)) against work order - (B)(4) delivered on work order (B)(4). Based on the information available and the testing conducted, the cause of the reported problem was confirmed. Based on the findings provided in the case, a replacement was ordered and shipped to the customer site. The reports verifies device is restored and working properly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device speaker will not sound for an alarm. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
D4: data correction to device identifier.